Event description:
The customer reported that the gastrointestinal videoscope displayed a black screen and a communication error when it was connected to the monitor during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image, black screen, red dots, and communication error was due to a non-functional plug unit. Olympus will continue to monitor field performance for this device.